Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged up into supra annular position during release from the delivery catheter system (dcs) resulting in severe paravalvular leak (pvl). Subsequently, a second valve was implanted which resolved the pvl. No further adverse patient effects were reported.